Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that insulin was squirting out during the priming process. Customer stated that they are unable to exit the preparing to prime loop. Customer is stuck in rewind complete/bolus delivery loop. Customer stated that she is unsure if the drive support cap is sticking out or loose. It was explained that a possible cause for the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer had a back-up plan of injections and will send the pump back for analysis. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.